Event description:
Malfunctioning v-p shunt. Pt had shunt placement in 2005. Six wks post placement distal end of shunt found to be sheared off from itself. Pt became symptomatic and required. Replacement shunt.